Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no patient involvement at the time of the reported incident.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had a faulty upper display screen. Although requested it is unknown if a patient was connected to the ventilator at the time of the reported event. The service engineer inspected the device and verified the reported incident. The service engineer replaced the gui pcb (graphical user interface, printed circuit board) and backlight inverters. The ventilator is in good working condition.